Event description:
The manufacturer received information alleging a low inspiratory pressure alarm frequently occurred and that there was a hissing sound coming from the oxygen inlet port on the back of the device while in patient use. There was no patient harm or injury reported with this notification. The reported issue was not duplicated. Upon initial evaluation of the device's event log at the manufacturer's service center, it was confirmed that "circuit disconnected" alarm and "low inspiratory pressure" alarm occurred together. By investigating the waveform data, it was observed that flow and leak were increased when the issue occurred. Therefore, a pressure test was performed for a verification, but there were no abnormalities in the measured value. There is no evidence that the device malfunctioned and no critical error was identified. Based on this information, it is speculated that a temporary malfunction occurred on the patient's ventilation circuit or pressure measuring, then the sensor board was replaced. Additionally, the device's trilogyo2pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/20 flow sensor assembly, 200/20 tubing kit, oxygen blender manifold, oxygen blender parge fan and power code were replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05). The device's sensor board was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil determined that a defective control pressure circuit is the cause for the complaint. The pil operated the returned sensor board on the trilogy testbed (stb) and found numerous problems resulting from the control pressure being out of specs. The technician verified the sensor board failed bench testing and verified the sensor board does not operate as designed.